Event description:
Case description: dosage regimens: novopen echo: current condition: diabetes mellitus type 1(duration not reported), potential asthma. They do not leave the needle attached to the pen in between injections. The patient had the same diet, maybe he changed exercise level a little bit, but mother of the patient is not sure about this. They store pens in refrigerator. Half an hour before injection, they take a pen out of the refrigerator at room temperature. Name: novopen echo, batch number: gvgc038. Investigation results: novopen echo, batch number: gvgc038. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with the following: -medical history of potential asthma added. -investigation results added. -annex b, c, d and g codes updated. -relevant fields updated in EU/ca tab . -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(6). Reference notes: . Reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00117. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 12-sep-2023: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient is 4-year-old kid with history of type 1 diabetes mellitus, which is considered as confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen echo, batch number: gvgc038. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): hyperglycemia (21mmol/l) [hyperglycaemia], defective novopen echo and the mechanism in the pen is not working properly and cannot push the insulin out [device failure]. Case description: this serious spontaneous case from republic of serbia was reported by a consumer as "hyperglycemia (21mmol/l)(hyperglycemia)" beginning on (B)(6) 2023, "defective novopen echo and the mechanism in the pen is not working properly and cannot push the insulin out(device failure, defect)" with an unspecified onset date, and concerned a 4 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient's weight: 22 kg. The patient's height and bmi were not reported. Current condition: diabetes mellitus type 1 (duration not reported). On an unknown date, patient assumed that the mechanism in the pen was not working properly and could not push the insulin out and patient thought that defective novopen echo caused hyperglycemia. On (B)(6) 2023, the patient experienced hyperglycemia and blood sugar level (blood glucose) was 21 mmol/l and the patient was recovered after a new dose of therapy. They think that defective novopen echo caused hyperglycemia. On (B)(6) 2023 patient has received a new novopen echo. Batch numbers: novopen echo: gvgc038. Action taken to novopen echo was reported as no change. On (B)(6) 2023 the outcome for the event "hyperglycemia (21mmol/l)(hyperglycemia)" was recovered. The outcome for the event "defective novopen echo and the mechanism in the pen is not working properly and cannot push the insulin out(device failure, defect)" was unknown.